Manufacturer narrative:
The lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found that the haptic was torn/broken and foreign material on lens surface (fibers). No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Event was incorrectly classified as a product problem. Event was incorrectly classified as a malfunction. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -8.5/+3.5/84 diopter in the patient's left eye (os) on (B)(6) 2016 and the lens was noted to be torn. The lens was explanted on (B)(6) 2016 and exchanged for a longer lens the same model but a different diopter and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.